Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section. A review of the device history record could not be conducted due to the lot number being unknown. A search of the complaint file could not be conducted due to the lot number being unknown. A search for the product code for the past three years found four similar reports. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device is currently under evaluation.

Event description:
The user facility reported suture breakage with deployment when using the angioseal device. The following information was provided by the user facility: (1) suture breakage with deployment; (2) anchor became lost in the patient and could not be found. Additional information was received on 6/2/2017. It was a pta and as far as I know the outcome was good and the patient's condition is also good. The physician didn't mention any further actions (like surgery due to the lost anchor). Hemostasis was achieved by manually compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation. One 6f angioseal evolution was returned for evaluation. One carrier tube assembly was returned mated with the hemostasis sheath. The carrier tube assembly had been fully inserted into the hemostasis sheath in a rear lock position .the collagen knot was attached to the tip and in a state of decomposition. There was no anchor returned. The carrier tube and hemostasis sheath were bent in a curved shape. The compaction tube was partially exposed but the green compaction marker was not visible. The overall device condition was consistent with partial deployment. The button was in the 'park' position. There were four full wound turns of suture remaining within the device. The device was disassembled and the gears were rotated in both directions with corresponding rack/compaction tube movement; no functional anomalies were noted. The carrier tube hub was detached from the gearbox and the compaction tube was removed. No damage was observed to the rack distal end stem and the compaction tube proximal end bore. The length of the compaction tube was 6.45" and the outer diameter was measured to be 0.0549" and inner diameter of the carrier tube assembly was found to be 0.069" .the measurements were confirmed to meet manufacturer specifications. For functional testing, the button was pressed and suture was withdrawn by pulling manually. The suture was released as intended. The exact root cause of the event cannot be definitively determined based on the available information but its likely that the suture release button was not sufficiently pressed leading to the user not releasing the suture. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.